Event description:
It was reported that during a coronary stent procedure, the catheter became stuck on another MFR's wire. During removal the tip of the balloon separated and remained on the wire. The catheter and wire were removed as one. No pt injuries or complications occurred.